Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of ruptured thoracic aneurysm approximately one month ago. Vessel morphology was not reported. The stent grafts were implanted without issue and the final angiogram showed no endoleaks present. It was reported that the patient became paralyzed from waist down. The patient had a spinal drain in place; however, the patient was intubated for 72 hours post stent graft implantation. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (paralysis), patient's condition affected effectiveness of device (pre-operatively ruptured thoracic aneurysm), unapproved use of device (treatment of a pre-operatively ruptured thoracic aneurysm). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured thoracic aneurysm), operational context contributed to event (treatment of a pre-operatively ruptured thoracic aneurysm).